Event description:
The customer alleged that she performed a control test and received a result of 200 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The customer refused to troubleshoot the meter further. The test strips are to be returned for eval. Replacement test strips and a new contour meter were sent to the customer.